Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had only tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vertigo ("vertigo"), seasonal allergy ("I was told I had hay fever"), hypoaesthesia ("numbness in my hands feet and face") and fatigue ("exhausted all the time struggling to walk any distance"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal, vertigo, seasonal allergy, hypoaesthesia and fatigue outcome was unknown. The reporter considered fatigue, hypoaesthesia, medical device removal, seasonal allergy and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: vertigo, fatigue, numbness, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.